Manufacturer narrative:
The returned device was evaluated and the pod download data showed an 0x31 alarm generated during operation, indicating that command was received in an invalid pump state. This hazard alarm caused the pod to deactivate and stopped the delivery of insulin. During investigation, the pod was successfully paired to a pdm, and completed priming and a 5u bolus.the actual root cause of the reported hazard alarm could not be determined. The pod was received with the formed needle visible through the exposed portion of the soft cannula. Linkage assembly was also not fully retracted from the external view. After opening the pod, score marks were found on the underside of the top housing, caused due to the misalignment between the linkage assembly and the top housing. No lot release records were reviewed, as the product lot number was not provided.  Omnipod insulin management system ¿ user guide.  Model: ust400.  17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33.  Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose. Chapter 4 / page 36:  warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported while a patient was wearing a pod between 24 and 36 hours their blood glucose level rose to 256 mg/dl. It was reported while the patient was performing a correction bolus of 3.75 units of insulin they received a hazard alarm.